Event description:
It was reported that this device and competitor's right ventricular (rv) led exhibited loss of capture (loc) and loss of sensing. The physician elected to surgically reposition the device and rv lead to resolve the event. The patient was stable with no additional adverse consequences. The system remains implanted and in service.